Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an under infusion. The device was programmed to infuse over ten (10) minutes; however, no infusion occurred. At the completion of the infusion, the device alarmed as ¿complete,¿ despite no volume being delivered. There was patient involvement but unknown harm. Although requested no additional information will be provided by the customer, no devices will be returned.